Event description:
The facility reported that during a recent procedure to remove peg tubing, the bumper portion of the peg tubing detached and remained inside of the patient's stomach. Only the stem was retrieved. It was reported that a follow-up visit has been scheduled for the patient at which time an x-ray will be taken to see if the bumper has passed normally out of the intestines. It was also reported that this is the second time that this has occurred with this same patient. Approximately on year ago, during a procedure to remove peg tubing, the bumper portion of the peg tubing detached and remained inside of the patient. Only the stem was retrieved. The patient underwent an endoscopy to remove the bumper from the stomach and a replacement peg was placed. No harm to patient occurred. There is no record that the facility reported the prior event to us endoscopy.

Manufacturer narrative:
A review of our complaint database and the maude database does not reveal any other similar bumper detachment complaints for similar products, and this appears to be an isolated incident.